Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands on 11 april 2024, it was reported that infusion set not adhering. Blood glucose level was high and 30 mmol observed. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available